Event description:
It was reported that a patient presented remotely with an episode of non-sustained right ventricular oversensing (nsrvo) as a result of post-paced t-wave oversensing (pptwos) on their implantable cardioverter defibrillator (ICD). Programming changes were discussed, but no intervention was reported.